Event description:
Injectable end of t-connector with swivel noted to be eroding inside unopened packages. Noted on 2 lots: ref (B)(4) t conn. W/swivel mll. Lot 1536607, smiths medical. Ref (B)(4) t conn. W/swivel mll, lot 1341066, medex.